Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, during stapling, the device did not fire. They used another device to resolve the issue and complete the case. No patient injury.